Manufacturer narrative:
Per the clinic, the patient's infection was treated with a topical antibiotic (date and duration not reported). This report is submitted on april 18, 2017.

Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient developed infection at abutment site, subsequently the patient's abutment was removed. The implanted device remains.